Event description:
The customer's mother reported via phone call that the customer was receiving a no delivery alarm on the insulin pump. The customer's mother stated that they are on vacation and they are going to be short on supplies. The customer just changed the set and a half an hour later they received a no delivery alarm. The customer's mother reported that the alarm was resolved by a complete set change, and they do not want to return the set or reservoir for analysis. The customer's mother was advised to call when the alarm occurs in order to troubleshoot. Customer will be sent supplies.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.